Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the customer miscalculated the amount of food consumed, and delivered too large of a bolus resulting in a low blood glucose (bg) level of 53 mg/dl. The customer consumed carbohydrates to resolve the bg issue. Recommendation was made to consult with health care provider regarding diabetes management.